Manufacturer narrative:
The insulin pump was received with an intermittent act up and down button error response due to flattened dome. The pump was also received with minor scratches on the corner of the lcd window. (B)(4)

Event description:
Territory manager reported via phone call of a keypad anomaly from the insulin pump. The customer stated that the up and down arrow buttons, and the act buttons are hard to press. Patient's blood glucose level was unknown. The customer could not recall any significant event leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a backup plan.